Manufacturer narrative:
Based on the available information, this event is deemed serious injury. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reports 400-500 cubic centimeters of lactulose was instilled into the retention balloon of the flexi-seal signal through the inflation port. The nurse further reports the 'signal indicator never popped up' and it is unknown how and when it was discovered the lactulose was instilled. Additionally, the nurse reports the patient did experience a small amount of rectal bleeding. It was further reported the nurse stated 'the patient was fine.'